Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell eight of ten in peritoneal dialysis. The home patient was connected at the time of the alarm. Per the home patient and care giver, the empty supply line clamp was open. The technical service representative explained the alarm and helped the home patient and care giver clear the alarm and get cassette out. The home patient and care giver will reset the homechoice with new a cassette and bags. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Leaving a clamp open on an unused line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.